Manufacturer narrative:
Correction: d2 common device name manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The relationship between the reported event and the device was found to be unrelated. It was communicated that no additional information will be provided. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. This IFU lists pericardial fluid collection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: a specific cause for the reported infection could not be determined. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Furthermore, the report of low flow alarms could not be confirmed as no log files were submitted for evaluation. A specific cause for the reported alarms could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, it was communicated that the hospital will not provide any further information. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. This IFU lists cardiac arrhythmia, bleeding, infection (local, driveline, and pump pocket), and pericardial fluid collection as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also addresses pump parameters, including pump flow. This IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient condition can result in low flow. This IFU lists arrhythmia and infection as potential late postimplant complications. The IFU also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The patient handbook and the IFU provide information on system alarm conditions as well as the appropriate actions associated with each condition. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that patient had developed a fever and underwent a computed tomography (CT) scan to investigate the source of infection. The patient was diagnosed with postoperative pericardial effusion and hematoma. The patient also experienced episodes of tachycardia. It was noted that the patient had low flow alarms at the time of the event. They were treated with surgical drainage and their condition improved.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation.

Event description:
It was reported that the patient developed pericardial fluid collection. The patient had signs of tamponade. They were treated surgical drainage.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported infection could not be determined. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Furthermore, the report of low flow alarms could not be confirmed as no log files were submitted for evaluation. A specific cause for the reported alarms could not be conclusively determined through this evaluation. It was reported that the patient developed pericardial fluid collection due to postoperative pericardial effusion and hematoma, which was diagnosed through a computed tomography (CT) scan. The patient experienced symptoms of tamponade and was also noted to have a fever and tachycardia attacks. Additionally, low flow alarms were also associated with the event. The patient ultimately underwent a surgical drainage procedure and the patient's condition reportedly improved with the resolution of the cardiac tamponade. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A, and the heartmate 3 patient handbook, rev. C, are currently available. This IFU lists cardiac arrhythmia, bleeding, infection (local, driveline, and pump pocket), and pericardial fluid collection as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also addresses pump parameters, including pump flow. This IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient condition can result in low flow. This IFU lists arrhythmia and infection as potential late postimplant complications. The IFU also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The patient handbook and the IFU provide information on system alarm conditions as well as the appropriate actions associated with each condition. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the low flows was a moderate hematoma found around the heart, compressing the right ventricle. The low flows were treated with a re-thoracotomy and hematoma removal surgery was performed. There were no subjective symptoms observed. The patient experienced palpitations due to arrhythmia. The arrhythmia did not result in clinical compromise. The arrhythmia was tachycardia, and it had resolved as of (B)(6) 2025.